Event description:
It was reported by the customer that a bd pyxis¿ es server was down for all machines and computers. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review not required. Upon investigation of the actual device used in this incident, it was determined that the server was down in all computers and machines. The technical support specialist checked the override and found that the logs had no connection disruptions. It looks like there was a network issue in the data center, due to that, the server got shut down which brings down all stations too. Informed customer to check with the facility management team to get more clarifications on this. The system functioned as intended after the technical support specialist investigated the device.